Manufacturer narrative:
At this time, the product has not been returned. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. The patient underwent surgical intervention to replace the lead, as the physician decided not to reposition due to the possibility of tissue in the tip of the lead. No additional adverse patient effects were reported. There was no indication of product return.